Manufacturer narrative:
We checked the returned unit and confirmed that the water jet tube dirty. Based on the result, we concluded that it was caused due to the insufficient reprocessing at the facility on the water jet tube. In addition, we confirmed that the light guide fiber bundle (lcb) broken, the insertion flexible tube (ift) buckled, the angle wire play, the segment corroded, the air/water channel leaky, the lcb distal cover glass dirty, the segment steel braid rupture, and the lg root brace rubber flared; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Air/water tube clogged.